Event description:
It was reported that the trained physician attempted arteriotomy closure using a perclose proglide, after an interventional procedure. The physician successfully deployed the device, but could not remove it from the pt, as the foot would not park. A vascular surgeon was called in and performed a cut-down of the artery to remove the device. The surgeon sutured the arteriotomy site. No add'l info available.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Review of the device history record for this lot is forthcoming. A supplemental report will be submitted with any relevant info.